Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, (B)(6). 12/13/2016 a medtronic representative, following-up at the site, reported the site's first three scans were inaccurate 2-3 millimeters inferior. Confirmed that the first test scan with the imaging system and the navigation system was accurate. Noted was that the reference frame was attached to t12 and the camera was at the head of the bed. On 12/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/04/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. - no further issues have been reported.

Event description:
A medtronic representative reported that while in a l2-s1 spinal fusion with the imaging system, the surgeon alleged several inaccuracies occurred. The site took up to 4 scans and resulted in an hour delay to properly place the screws. No further details regarding the behavior, or specifically when it occurred, were provided. There was no impact on patient outcome.